Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained ventricular fibrillation due to myopotential oversensing. It was noted that the oversensing led to pacing inhibition. Programming changes were discussed but the physician elected to monitor. The patient condition was unknown.